Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Product 3 of 4: MFR reference report: 1627487-2018-12892, 1627487-2018-12893, and 1627487-2018-12897. It was reported that the patient had a trial procedure and experienced numbness and weakness in both legs and also not being able to go to the bathroom. The patient was reprogrammed, but that troubleshooting was not successful. The physician pulled the leads and the symptoms have subsided.

Event description:
Product 3 of 4: MFR reference report: 1627487-2018-12892, 1627487-2018-12893, and 1627487-2018-12897. It was reported the trial leads were removed on (B)(6) 2018.